Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer addressed the elevated blood glucose with a manual dose injection. Tandem technical support advised the customer to perform several troubleshooting steps. However, the customer declined to do so.